Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 09-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 6 ml/hr, procedure: unknown, cathplace: unknown. It was reported that an elastomeric pump that ran out early. The pump should have lasted 66 hours (2.7 days). It was placed (B)(6) 2018 around 10:30 am, and completed infusion on saturday morning. There was no reported patient injury.

Manufacturer narrative:
The sample pump was received empty and used. The sample was evaluated and fast flow was not observed for the pump. During the flow accuracy test, the pump was below specifications. During pressure pot testing, the saf (select-a-flow) was also below specification. Drug crystallization was also observed on the micro tubing. Due to the limited information provided, it is not possible to determine if the product was used in accordance with the instructions or if use conditions contributed to the reported fast flow incident. The pump could have potentially been under filled by the pharmacy, per information provided by the reporter; however, it cannot be confirmed. DHR review found no abnormal conditions that could have contributed to the incident of "fast flow". Root cause is deemed to be unknown. The investigation summary concludes that fast flow was not observed for the pump. During the flow accuracy test, the pump was below specifications. During pressure pot testing, the saf was also below specification. Drug crystallization was also observed on the micro tubing. All information reasonably known as of 08-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.